Event description:
The facility administrator (fa) for a user facility reported that a blood leak occurred with a set of combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The patient care technician (pct) was attempting to administer a heparin bolus as a standing order when the heparin line detached. There was no defect, damage, or loose connections noted on the combiset bloodlines. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: ten complaint samples were returned to the manufacturer for a physical evaluation. The samples included original packaging identified with the reported product and lot information. There were no discrepancies found during a visual inspection of the samples. The samples were all determined to be acceptable as no damage or separation was observed. The samples were tested on a 2008k hemodialysis (hd) machine and worked as intended without any abnormalities being encountered. The investigation could not confirm the reported failure mode as the issue could not be duplicated.

Event description:
The facility administrator (fa) for a user facility reported that a blood leak occurred with a set of combiset bloodlines during the patient¿s hemodialysis (hd) treatment. The patient care technician (pct) was attempting to administer a heparin bolus as a standing order when the heparin line detached. There was no defect, damage, or loose connections noted on the combiset bloodlines. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.